Event description:
There is no indication that the product caused or contributed to an adverse event. The patient claimed that she obtained a blood glucose result of "197 mg/dl on the subject meter and within 30 minutes obtained a blood glucose result of "73 mg/dl" on an accucheck meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At the time of troubleshooting the patient did not have control solution. However she did another comparison while on the phone with the customer care advocate. The patient claimed to obtain a blood glucose result of "114 mg/dl" with the subject meter and right after obtained a blood glucose result of "107 mg/dl" on the accucheck meter. Although the comparison done during troubleshooting was within lfs's accuracy specification this complaint is being submitted as a malfunction.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.